Event description:
Pt underwent laparoscopic endorectal pull-through on 9/23. Condition deteriorated post op. On 9/30 pt underwent exploratory lap. Discovered three small bowel perforations - one in the distal jejunum and two in the terminal illeum. Pt in peritonitis and e-coli condition - septic condition.